Manufacturer narrative:
No end user information provided. The product was evaluated and repaired by independent repair center. Should additional information become available, a supplemental record will be filed.

Event description:
Per the independent repair center, the customer alleged problem is unit shuts down, unit is noisy, and unit alarms are not functional. The key failure is the compressor is loud and the power switch has a short circuit. The non-alarming issue is a reportable event which is the basis of this FDA filing.